Event description:
Customer reported implant loss and fracture of abutment screw. I received a patient call, (B)(6), calling in on behalf of his wife (B)(6). He is calling in because she had an astra implant in position 10 fall out and the abutment screw on her crown was broken. Part of the screw stuck in the implant was able to be removed- however, he was wanting to know if the abutment/crown was still under warranty. I will include the information I have below, and I advised him that he more than likely will hear from someone tomorrow. Incident: implant loss/ crown abutment screw broke- wanting to know if under warranty (position #10).

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.